Event description:
During biventricular implantable cardioverter defibrillator (ICD) implant: medtronic attain splittable catheter used for coronary sinus (cs) lead support during placement. Catheter functioned as usual until it was time to split; slitter was put into position and as physician was splitting, the catheter snapped into 2 pieces. There was no patient harm and the pieces were able to be removed.